Event description:
It was reported the programmer was intermittently not functioning properly. The stylus continued to be almost an inch off on the display, despite calibrating it several times and replacing it. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the stylus and display would not line up, as a result the bezel overlay assembly was replaced and the stylus was calibrated.